Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The certas valve was returned for evaluation. The valve was visually inspected; the silicone was cut/torn around the siphon guard, marks were also noted in the siphon guard, also the needle guard was slightly raised. The valve was flushed, no occlusion noted but leaked from damaged silicone housing. The valve leaked from the damaged silicone housing around the siphon guard. The catheter was irrigated and no occlusions noted. The valve could not be reflux tested due to the damaged silicone housing. The valve passed the test for siphon guard and pressure. The root cause for the cut/tear in the silicone housing noted by the customer is probably due to a sharp or pointed object coming into contact with the silicone. As noted in the instruction for use (IFU) silicone has a low tear/cut resistance. The root cause for the slightly raised needle guard noted during investigation is probably due to wrong handling as noted in the IFU : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve was implanted on (B)(6) 2020 on a (B)(6)-year-old female patient via an l-p shunt due to a sah (subarachnoid hemorrhage) with a setting of 5. On (B)(6), a contrast study confirmed intraperitoneal csf (cerebrospinal fluid) retention. Therefore, it was replaced with a new valve. When the valve was explanted it was confirmed that the distal end of the valve was damaged. No further information was provided.